Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. There were no alerts or resets found within the diagnostic data. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Next, the device was subjected to different temperatures while simulated shocks were delivered. All measurements were with an acceptable range. The device case was then removed. Microscopic visual inspection did not reveal any anomalies. Detailed analysis was unable to reproduce the reported low shock impedance measurements.

Event description:
It was reported that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a shock impedance of 1 ohm was observed during defibrillation threshold (dft) testing. The dft was successful at 65 joules. A 10 joule shock was delivered with an acceptable impedance measurement. Approximately a week later it was reported the patient received an inappropriate shock due to oversensed noise. It was noted that the impedance measurement for the delivered shock was 5 ohms. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a shock impedance of 1 ohm was observed during defibrillation threshold (dft) testing. The dft was successful at 65 joules. A 10 joule shock was delivered with an acceptable impedance measurement. Approximately a week later it was reported the patient received an inappropriate shock due to oversensed noise. It was noted that the impedance measurement for the delivered shock was 5 ohms. The device was explanted and successfully replaced. No additional adverse patient effects were reported.